Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, a resolute onyx rx coronary drug eluting stent was used to treat a mildly tortuous, severely calcified lesion exhibiting 99% stenosis located in the left main (lm) coronary artery. The device was inspected with no issues. The lesion was pre-dilated using a 2.5mm balloon. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that while attempting to stent the left main into the lad that the stent was deployed at 18atms. After deploying the stent, the balloon was removed and a perforation was observed. An attempt was made to treat the perforation using a stent graft and other balloons however were unsuccessful. An attempt was next made to treat the perforation using a 4.00x08mm resolute onyx rx coronary drug eluting stent. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that the 4.00x08mm resolute onyx stent was used in the ostial left main but failed to treat the perforation. The patient is reported to have died on the same day as the procedure. It is indicated that the cause of date was a perforation in the left main.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.